Event description:
A malfunction alarm was reported, indicated by malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl, signifying no adverse impact. Technical support provided assistance with resetting the pump, and the malfunction did not recur after this reset. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the customer understood.